Event description:
It was reported that the ilet user experienced recurrent low glucose episodes and requested to return to a therapy with more manual control. Review of usage indicated missed meal announcements, and the agent provided troubleshooting and education including guidance on oral glucose for treatment, with the issue characterized as an improper or incorrect procedure or method associated with the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 401 mg/dl accompanied by shaking/ tremors. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that caused or contributed to the event.